Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that the patient was having trouble charging their implant since implant. The caller said the recharger keeps beeping and when it does connect it will say it is at 20% battery but then it will stop and just go round and round with the beep. The agent walked caller through how to connect to implant and caller was able to connect. The caller saw a por (power on reset) message. The agent reviewed how to dismiss the message and turn the therapy back on. The caller increased the stimulation to a comfortable level. The caller was then able to reconnect with recharger to the ins and begin charging. They reported seeing code 3167 and reset recharger and was able to connect to ins. Reviewed general charging and therapy information.